Event description:
On 12/29/99 the account reported a negative testpack plus human chorionic gonadotropin combo result on a pt with a suspected ectopic pregnancy. The physician questioned the result and the sample was run on the "axsym" with a result of 400 iu/l. The pt was in surgery for an emergency surgical intervention. No injury was reported.